Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the index procedure, embolization of the ria was performed with non-medtronic coils which were accessed via left femoral artery in addition to injection of nbca (n-butyl-2-cyanoacrylate). An endurant stent graft was inserted from right femoral artery and was implanted from below the lower left renal artery. On the contralateral side, another endurant stent graft was inserted and implanted in the left common iliac artery. A non medtronic limb was additionally implanted distally on the ipsilateral side in right external iliac artery. After dilatation was performed using a reliant balloon, a type ia endoleak was detected. Another manufacturer cuff was additionally implanted. After touch up was performed with balloon the angiography revealed that the type ia endoleak persisted even though the blood flow had slightly decreased. Touch up was performed and the procedure was completed without further angiography. Per the physician, the cause of the event was anatomy related due to a thrombus occurring on the neck and the anatomical features of the patients¿ neck. No additional clinical sequelae were reported, and the patient is fine.